Event description:
It was reported that during implant procedure, the rv lead appeared to be bent after insertion. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported event of ¿lead appeared kinked after insertion¿ was confirmed. A complete lead was returned in one piece. The over molded section of the lead was found to have foreign material (medical adhesive) at the distal end of the rv shock coil. The cause of the field event was due to a potential manufacturing anomaly.